Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen, flanks, inner and outer thigh on (B)(6) 2018 with coolsculpting coolsmooth and coolcore applicators may have developed paradoxical hyperplasia (pah/ph).

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).